Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A stomach ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 a patient in (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017 during a gastroscopy for a tube replacement due to a migration into the stomach, it showed a stomach ulcer which was observed near the stoma. The ulcer was treated with avelox and loprazol